Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A nurse informed us that the device stopped operating when the patient was removing it during personal care and then resumed operation. The patient was connected to a test lung around 930 during personal care and the device stopped operating sometime before returning back to their room around 10:00. Low minute ventilation and low tidal volume alarm was noted. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. A nurse informed us that the device stopped operating when the patient was removing it during personal care and then resumed operation. The patient was connected to a test lung around 930 during personal care and the device stopped operating sometime before returning back to their room around 10:00. Low minute ventilation and low tidal volume alarm was noted. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated or confirmed. The event log was reviewed and there was no operational log related to the reported issue and no occurrence record of an error indicating a device failure. It was confirmed by internal checking and performance verification test by test station that there is no abnormality in the device. The device passed all testing.